Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The device was completely removed over the wire and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The returned device was visually and microscopically examined. Visual examination revealed a separation of the hypotube 17.7cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. The balloon is still tightly folded and there is blood on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke. The device was completely removed over the wire and the procedure was completed with a different device. There were no patient complications nor injuries reported.